Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following additional information was requested and obtained: please provide photos: no photos were taken. Incision size of product application? 1.8 cm laceration to right forehead. How was the wound cleaned prior to applying dermabond? Area cleaned with hibiclens and sterile water. How was the product applied and how many layers applied? 3 what prep was used prior to, during or after dermabond use? No prep was used. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing was placed as the dermabond hardened and made an air tight seal for the laceration. What is the physician¿s opinion of the contributing factors to the reaction? The doctor states that it was a sterile procedure that should have not resulted in an abscess formation. Were cultures performed? If so, results? No, we were unable to contact the mother to return to clinic for a culture after it was repaired the second time. Was treated with antibiotics and healed. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? None. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an laceration closure procedure to the right forehead on (B)(6) 2019 and topical skin adhesive was used. On (B)(6) 2019, patient formed an abscess. No device will be returned. Additional information has been requested.